Event description:
Suspected free flow of anesthetic via alaris IV pump system that was turned off with the tubing locked closed. The pt recovered without any negative sequelae. Dates of use: (B)(6) 2010 -- (B)(6) 2010.